Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01667.

Event description:
Celect filter placed in 2009 (estimated by pt) found to have fractured with one arm in right pulmonary artery, also deeply penetrated with duodenal interaction initially thought to be duodenal mass endoscopy, spinal interaction and psoas interaction. Removal with forceps and removed fragment from lung in same procedure. Patient outcome (B)(6) 2019: the filters out in the patient is doing fine.